Event description:
The device was used during a laparoscopic cholecystectomy. It was reported during the procedure, the trocar began to leak. Upon inspection, the seal was found in the abdomen. Surgeon attempted to retrieve it, and it lodged in the trocar. The trocar was replaced and the procedure was completed. There was no consequence to the pt.